Manufacturer narrative:
The reported complaint of keypad failures was confirmed on all returned keypads during testing for this investigation. The proximate cause of the customer¿s experience with keypad failures is suspected associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review of the pcu module s/n (B)(4) service history record showed the device had a manufacture date of 25mar2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 03aug2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only keypads were provided for investigation.

Event description:
It was reported that there were defective pcu (8015) keypads resulting in the devices not turning on. The issues were noted prior to patient use.